Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen intermittently becomes unresponsive and delayed in responding to presses. Reportedly, customer has experienced issues with the button "3" becoming unresponsive and has had to press buttons multiple times for the pump to respond. Troubleshooting with tandem technical support was performed and the touchscreen was functioning as intended. Customer's blood glucose level was not impacted.